Manufacturer narrative:
Additional information; d9, h3, h6, h10. Correction to b5 (one device was impacted). B5: update "the female connector (dark blue) of two (2) minicap transfer sets" to "the female connector (dark blue) of a minicap transfer set". H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. Functional testing including leak, clear passage and clamp function testing was performed with no issues noted. The reported condition was verified. The cause of the condition is related to inadequate solvent application during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) of two (2) minicap transfer sets "just turns like its stripped". This occurred during use of the device for peritoneal dialysis therapy. The transfer set was in use two (2) days. The patient capped off and replaced the transfer set at the clinic. The patient was given antibiotics as prophylaxis treatment. There was no patient injury associated with this event. No additional information is available.